Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 406 mg/dl and the sensor glucose was 125 mg/dl. Insulin delivery was not suspended due to sensor values and blood glucose difference. Customer did not report symptoms or treatment related to low blood glucose or high blood glucose level. The insulin pump will not be returned for analysis.